Event description:
It was reported that an akreos mi60g lens was implanted in the patient's right eye on (B)(6) 2011. Approximately 3 weeks post-op, the patient developed what appears to be clouding or fibrin reaction. The patient was also noted to have developed anterior and posterior pco. The patient reported a "very sore" right eye. An anterior yag was performed on (B)(6) 2011. The patient's va was 20/400, and pin-hole va was 20/80 as of (B)(6) 2011. Additional information has been requested.

Manufacturer narrative:
The lens remains implanted in the patient's eye. Investigation of the event is in progress. A supplemental report will be submitted upon completion of the investigation.